Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours on the abdomen. The patient's blood glucose level reached 21 mmol/l (378 mg/dl). No information was provided on how the hyperglycemia was treated. The patient sought medical attention on multiple occasions for the infection. The first visit was on (B)(6) 2024, where the patient was prescribed antibiotics (name not provided). The patient visited their physician again on (B)(6) 2024 and received treatment by having the infection site lanced, drained and a packing applied. This treatment was repeated on (B)(6) 2024.